Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A case manager reported that a customer experienced erratic readings on her adc meter. No readings or comparisons were provided but the caller further reported that the customer went to the emergency room and was treated with insulin. No further information was provided and multiple attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Event description:
A case manager reported that a customer experienced erratic readings on her adc meter. No readings or comparisons were provided but the caller further reported that the customer went to the emergency room and was treated with insulin. No further information was provided and multiple attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and lite meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.